Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: data files and the 2af283 balloon catheter with lot number 08325 were returned and analyzed. Two patient files were received and recorded on the reported date of the event. The first patient file showed three applications were performed using the first catheter 2af283 with lot number 08325. The second patient file showed four applications were performed using the first catheter 2af283 with lot number 08325. The second patient file showed 10 applications were performed using a second catheter 2af283 with lot number 08325. The patient file didn't show any system notice on the reported date of the event. For patient file one, the console output data (pressure, preset pressure and flow) showed pressure was tracking preset pressure and flow readings as expected. However, the temp profile was unexpected (temperature fluctuations and reached less than -70 degrees celsius) during ablations two and three. For the patient file two, using the first catheter 2af283 with lot number 08325, the console output data (pressure, preset pressure and flow) showed pressure was tracking preset pressure and flow readings as expected. However, the temp profile was unexpected (temperature fluctuations and reached less than -70 degrees celsius) during ablation one. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 10 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #22406 (the balloon was deflated). During inspection and pressure testing of the handle segment, a leak path was identified at the pebax tubing 45 millimeters (mm) to y-block bond. The pebax tubing 45mm was partially detached from the y-block. In conclusion, the reported "temperature" issue was confirmed through data analysis and the balloon catheter failed the return product inspection due to a bond leak at the pebax tubing 45mm to y-block bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, temperatures were not as expected and the temperature dropped sharply to -70 degrees celsius (°c) in a short time. The ablation was stopped and the balloon catheter was repositioned without resolve. The electrical umbilical cable and coaxial umbilical cable were reconnected without resolve. The balloon catheter was replaced to resolve the issue. After the replacement pressure was not as expected and balloon catheter deflated. Additionally, the coaxial connection icon appeared. The case was completed with cryo. No patient complications have been reported as a result of this event.